Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had constant tone. The customer states the pump also had full black screen. The customer's blood glucose level at the time of incident was 120 mg/dl. Troubleshoot was conducted and the issues remained. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with full segments display due to faulty component on the interface board. No audio beep anomaly or constant tone alarm anomaly noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.